Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed. H3 other text : see h.10.

Event description:
It was reported that bd¿ syringe 5ml ll needle was clogged. This was discovered during use. The following information was provided by the initial reporter: the user informed me that the liquid she used to inject did not come out of the needle, and that she had already tried several syringes (from bd). It was the first time that happened to her and she was very upset with our product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 5ml ll needle was clogged. This was discovered during use. The following information was provided by the initial reporter: the user informed me that the liquid she used to inject did not come out of the needle, and that she had already tried several syringes (from bd). It was the first time that happened to her and she was very upset with our product.